Event description:
Initial (30-jun-2025): this serious case reported via email refers to a female consumer whose age, medical history, concomitant medications, and allergies were not reported. The consumer reported that she was using the dentek ultimate dental guard for an unknown indication and during the fitting process experienced excruciating pain. She advised that biting down for the fitting process caused a tooth to get pushed up breaking the root of the tooth resulting in the tooth being pulled by the dentist. No other information was provided by the consumer. This case outcome is unknown. Meddra version 28.0. Expectedness: tooth fracture: unexpected. Toothache: expected. Product use complaint. According to the company reference safety information.